Manufacturer narrative:
The reported event of guardrails secondary configurations file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. The event was avoided because the training nurse caught the mistake before it reached the patient. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
The customer a new nurse tried to load an antibiotic as a secondary line to a primary of norepinephrine on a device, and the device did not prevent this action. The customer is unsure if guardrails was in use at the time. It is reported to be a product deficiency which would lead to an adverse event that the device did not catch this. It was reported, if the secondary was actually hung, it would have raised the primary line flow rate to a potentially lethal rate. The event was avoided because the training nurse caught the mistake before it reached the patient.